Event description:
The monitor will not execute a low spo2 alarm under the following special conditions: if the user adjusts the spo2 alarm limits during an active medium-grade limit violation alarm and with a certain feature enabled, all spo2 limit violation alarms will be suspended until the spo2 value returns to a value inside the boundaries set forth by the new spo2 alarm limits.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.